Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿-12v test error¿ followed by the error "head error" occurred on the rotaflow console during patient use. The device was exchanged with a new one without consequences for the patient. No harm to any person has been reported. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the reported failures ¿-12 v test¿ and "head error" could be produced. The mcp00705057#rfc (rotaflow console) control board kit (article number 701034051), the mcp00702707#flow measure board for rfc (article number 701011681) and the mcp00702711#power supplyboard for rfc (article number 701011675) has been replaced. After the replacement the device is working as intended and is back in use. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. A similar complaint was investigated for the reported failure ¿-12 v test¿ in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a reduced resistance of the capacitor c107 on the flow measure board triggered the fuse f3 on the power supply board. Resulting in either the "-12v test error" or the "referenc error". Based on these investigation results the reported "-12 v test¿ and "head error" could be confirmed. A device history record (DHR) review was performed on (B)(6) 2023. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the error message ¿-12v test error¿ followed by the error "head error" occurred on the rotaflow console during patient use. The device was exchanged with a new one without consequences for the patient. No harm to any person has been reported. Complaint ID: (b()4).